Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after a vibratory alert. It was unknown what the alert was for. The patient was stable and would continue with follow-ups.